Event description:
A customer reported an issue with a cgm error 42 on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, which resolved the error, allowing the customer to successfully start their sensor session. Despite some initial difficulties with dropped calls, the intake process was eventually completed, and the case was closed.